Event description:
The customer alleged that she tested her blood glucose and received a reading of "lo." While troubleshooting, she performed control tests and received a result of "lo." The normal control range was 109-150 mg/dl. No adverse events were alleged. The customer returned her test strips and meter for evaluation. Replacement products were sent to the customer.